Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1076976. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported when using the bd syringe 1.0ml 29ga 1/2in bls 400 sg, the device experienced product is damaged (broken, missing, unassembled) .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated:   safety insulin syringe & needle is missing safety caps (full box).

Event description:
It was reported when using the bd syringe 1.0ml 29ga 1/2in bls 400 sg, the device experienced product is damaged (broken, missing, unassembled) .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated:   safety insulin syringe & needle is missing safety caps (full box).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.